Manufacturer narrative:
The 9735773, lot: 1851 was returned to the manufacturer for analysis. After functional testing and a visual/physical examination, the reported complaint was confirmed. The battery was tested with a known good uninterruptible power supply (ups) for a 24 hour period. During the 24 hour period, the ups shut down due to the battery overheating thus causing no power. Codes b01, c02, and d02 are applicable to this analysis. The 9735787, lot: 18480164 was returned to the manufacturer for analysis. After functional testing and a visual/physical examination, the reported complaint was not confirmed. No failures were found. The uninterruptible power supply (ups) was tested with a good known battery for a 24 hour period and tested with no issues. The ups was then unplugged from alternating current (ac) power and continued to run under battery power with no issues detected. Codes b01, c19, and d14 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9735773, serial/lot: unknown and product ID 9735787, serial/lot: unknown h3, h6) a manufacturer representative went to the site to test the navigation system. Testing revealed the batteries and the uninter ruptible power supply (ups) were replaced. Codes b01, c02, and d02 are applicable.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the camera cart shut down unexpectedly. After the camera cart shut down, the main cart also shut down. The time between cart shutdowns was unknown. The system shutdown multiple times and the procedure was finished without the use of navigation. The system was connected to power during issue occurrence. There was no impact to patient's outcome.